Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Representative reported noise on the lead (B)(6) 2021. Since (B)(6) 2020, pacing impedance has been trending down with a few low out of range measurements. Rv pacing threshold has trended down since (B)(6) of 2021 and rv sensing has also been trending down. No noise could be recreated in office. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
(B)(6) 2021 - this lead appears to have an insulation break. Pacing impedances have dropped to less than 200 ohms. Lead was partially capped and the atrial port is still plugged in and active. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.